Manufacturer narrative:
The device has been received and the evaluation is pending. The root cause is unable to be determined at this time. A supplemental report will be provided when the evaluation has been completed.

Event description:
Information was received that during explant the nail came apart.

Event description:
No additional information.

Manufacturer narrative:
Device evaluation: the returned precice stryde device was observed and the anti-rotation lug was disengaged from the housing tube which confirmed the reported failure mode. The barbs of the anti-rotation lug had minor damage, likely from the disengagement which occurred during the removal of the device. Functional testing and x-ray did not apply due to the nail condition (it was not fully assembled). In addition, all device components were removed from the patient during implant removal and sent to nso for investigation. Device history review: the work order was reviewed and confirmed the device passed all inspections per the acceptance tests at0070 rev-b and at0068 rev-c. The manufacturing x-ray image showed the anti-rotation lug (crown) was seated properly in the housing body. In addition, the device was properly manufactured and inspected per the work order for lot#: 9060507.